Manufacturer narrative:
Lot number: 3877220. Code e2402 applied to capture "fecal urgency." This event was previously reported via asr on (B)(6) 2016. This report is intended to be a follow-up report, submitted for additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient experienced vaginal vault prolapse, erosion of the vaginal wall due to surgical mesh, vaginal mesh exposure, and dyspareunia. Additional information received reported that in 2014 the patient had experienced or was experiencing vaginal yeast infection, recurrent yeast skin infection, mesh palpable beneath mucosa, partner feeling rough patch during intercourse, tender left apex, anterior small area of granulation, blue monofilament material (pds v mesh), mild pelvic floor muscle tenderness, intermittent vaginal pain with discharge, pelvic pain, dark discharge, 5mm square mesh visible with overlying tissue on left, apex on right visualized mesh tendrils on left, 5 mm square with overlying tissue, (3 cm arch of tvt mesh noted on the right), left apex vaginal mesh exposure (tvt mesh exposure entire midurethral region), urinary tract infection, dysuria, pain with bowel movement, fecal urgency, levator muscle tenderness. The patient underwent excision of vaginal mesh.